Event description:
This lead was removed due to patient infection.

Manufacturer narrative:
The device was returned to greatbatch medical for evaluation. However, evaluation is not yet complete on the device. Once the results of this evaluation are complete this MDR will be updated.